Manufacturer narrative:
Gehc technical support recommended to the hospital to review the logs and, based on the review, potentially replace the anesthesia control board. No report of patient involvement.

Event description:
The hospital reported the unit went into a system reset. There was no report of patient involvement.